Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no report of any serious injury as result of the complaint issue. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported a fecal management system (fms) was placed in the patient on an unknown date for an unknown reason. Immediately upon insertion, the nurse noticed that the patient had some bleeding. She was unsure of the location of the bleeding but did note the bleeding stopped shortly after and the fms was left in place. The nurse could not quantify the amount of bleeding. Although no digital rectal exam was performed, the nurse suggested the patient may have had hemorrhoids. No further patient complications were reported as a result of this event.